Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use, testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism had fully deployed while priming. According to the patient, the pod deployed after hearing only 1 click and when the pod was removed the cannula was found bent. No impact to the patient's glucose level was reported. Treatment information was not provided.

Manufacturer narrative:
The pod arrived not deployed, delivering less than 200 pulses. No problems were found that would result in the reported needle mechanism failure. The cause of the reported needle mechanism failure could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.